Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4508swc was removed on (B)(6) 2018 due to failure to osseointegrate around 7 months after implantation. The patient is a tobacco user. The doctor noted periodontal disease and bone resorption during explantation. The patient has recovered without complications.